Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly, and evaluation revealed a weak pressure-regulating balloon. A surgical procedure was performed in which saline solution was injected into the balloon. No components were removed. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).